Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The user alleged the insulin pump was over delivering insulin due to they did not have any issues before 6 weeks ago. Customer's blood glucose value was 56 mg/dl at the time of the incident and other blood glucose level was 43 mg/dl. Customer stated that the blood glucose was above 54 mg/dl but customer was insisting on replace. The customer was assisted with troubleshooting. Customer stated that they had started using blood thinners. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that drive support cap was normal. Customer performed displacement test and test was passed. The insulin pump as well as reservoir will not be returned for analysis.